Event description:
It was reported the patient¿s implantable neurostimulator (ins) stopped working in (B)(6) of 2012. The patient had the device for many years and they asked if the patient wanted to restart the device again and they said no. It was noted the patient¿s device was for spasticity and pain. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot# v000654, implanted: (B)(6) 2006, product type: lead. Product ID: 3387-40, lot# v007376, implanted: (B)(6) 2006, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).